Event description:
The customer contact reported concurrent flow. The secondary tubing set was connected to a primary tubing set and was being used for piggyback delivery of an unspecified volume of magnesium sulfate 1g/50ml in 5% dextrose via a symbiq pump. After an unspecified length of time in use, while the secondary solution was delivering, it was reported the primary solution was also delivering. The tubing sets and symbiq pump were replaced and therapy was resumed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been rec'd. This report represents all info known by the rptr upon query by hospira personnel.